Manufacturer narrative:
The investigation of pump stop and product damage (cannula kink) has been completed. The pump was returned for investigation; however, the data log was not provided. A kink in the cannula was noted near the motor, but no other physical abnormalities were reported on the returned product. The pump passed electrical testing and operated as expected when tested in a bucket of water. The pump stop did not reproduce even when it was tested with fully folded cannula at the kink. As per the given clinical details, cannula is completely folded over in the aorta, causing the impella device to stop functioning. No other failure modes were confirmed as a result of the cannula kink, during case run. The cause of the pump stop issue was not determined without sufficient clinical information including data log. Pump stop did not reproduce during the test. The cause of the product damage-cannula kink issue was most likely use relate

Event description:
The user facility reported the impella 5.5 device was in a patients aorta while improving the positioning in the ventricle. The impella cannula was completely folded over in the aorta and the pump stopped. The impella 5.5 device was explanted and replaced for preoperative placement to provide the patient mechanical circulatory support. Reportedly, there was no patient harm as a result of the event.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿